Event description:
During a routine shift check by a clinician, the device failed to discharge. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to an open wire within the connectors strain relief. The handles were scrapped.